Manufacturer narrative:
Sections b3 and g3 were updated. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a total shoulder arthroplasty surgery performed on (B)(6) 2024, there were suspicions that one (1) 34mm reverse liner +6 s was warped due to the patient dislocating repeatedly. This adverse event was resolved by a revision surgery on (B)(6) 2024, in which it was found that there was some warping around what would be the inferior lip of the liner, and it was dissociated. The surgeon exchanged the poly. No defects were found with the glenosphere. It is unknown the patient's current health status.

Manufacturer narrative:
Additional information: a2, a3. Corrected data: b5, h6 (health effect - clinical code).

Event description:
It was reported that after a total shoulder arthroplasty surgery performed on (B)(6) 2024, the patient sustained a fall, following dislocation and attempted closed reduction. There were suspicions that one (1) 34mm reverse liner +6 s was warped due to the patient dislocating repeatedly. This adverse event was resolved by a revision surgery on (B)(6) 2024, in which it was found that there was some warping around what would be the inferior lip of the liner, and it was dissociated. The surgeon exchanged the poly. No defects were found with the glenosphere; it was just swapped out for safety. It is unknown the patient's current health status.